Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root cause is depleted batteries and would need replacing. No batch or lot number provided therefore a review of the DHR cannot be possible a complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that the patient had pico applied on (B)(6) and the pump failed sometime over the weekend. The patient was then seen on (B)(6) and given a replacement pump free of charge. No harm or injury reported.